Event description:
According to the information there was an infection. Device has not been removed to date as patient wants to try and stop infection with antibotics. Addendum 5/03: explant product was received, also information received indicating surgery had occurred on 2003 for an infection.